Manufacturer narrative:
Device evaluation summary: the device was returned to allegan for analysis and the device was observed to be underweight, weighing 349.56 grams. A visual analysis noted the device had a broken shell with creases. Under microscopic analysis the broken shell was observed to have sharp-edges with wear abrasion assessed as a surgical impact opening. Based on the device analysis the final assessment is: a sharp edge broken in the shell with wear abrasion due to surgical impact opening. Additional information: d10, g1, h3, h6.

Event description:
Explanting surgeon report a right side ruptured device. The device has been removed.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Explanting surgeon report a right side ruptured device. The device has been removed.